Manufacturer narrative:
It was also reported that the receiver/stimulator extruded. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced a bacterial infection at the implant site and was treated with oral and topical antibiotics (specific date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced pain, swelling, bleeding and itchiness at the implant site. It was also noted that the patient developed skin breakdown and necrosis at the implant site.